Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), blood loss anaemia ('essure made bleeding much more worse to the point that I became anemic'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/ menses with heavy clots; she used pads and tampons and tampons and is having change multiple times at high') and genital haemorrhage ('excessive bleeding essure made bleeding much more worse to the point that I became anemic') in an adult female patient who had essure (batch no. 808914) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, depression, female sterilization, diabetes mellitus, metrorrhagia, obesity, bleeding breakthrough, endometrial ablation and dysfunctional uterine bleeding. Current weight 270 lbs. Historical drug- condoms. Previously administered products included for an unreported indication: nuvaring, iud, oral contraceptive nos and ocp. Concurrent conditions included mood swings, penicillin allergy and adenomyosis. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen), lisinopril and sertraline since 2008. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), blood loss anaemia (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), metrorrhagia ("metrorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), nausea ("nausea"), fatigue ("fatigue"), abdominal pain ("right side of abdomen pain") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and laparoscopic supracervical hysterectomy with). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and abdominal pain had resolved and the blood loss anaemia, genital haemorrhage, metrorrhagia, nausea, fatigue, weight increased and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, blood loss anaemia, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date was (B)(6) 2011 and in current pfs (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: result: total bilateral occlusion (as per pfs) both tubes appear occluded on the images provided (as per mr). Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-may-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/ menses with heavy clots; she used pads and tampons and tampons and is having change multiple times at high'), genital haemorrhage ('excessive bleeding essure made bleeding much more worse to the point that I became anemic') and blood loss anaemia ('essure made bleeding much more worse to the point that I became anemic') in an adult female patient who had essure (batch no. 808914) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, depression, female sterilization, diabetes mellitus, metrorrhagia, obesity, bleeding breakthrough, endometrial ablation and dysfunctional uterine bleeding. Current weight (B)(6) lbs. Historical drug- condoms. Previously administered products included for an unreported indication: nuvaring, iud, oral contraceptive nos and ocp. Concurrent conditions included mood swings, penicillin allergy and adenomyosis. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen), lisinopril and sertraline since 2008. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), metrorrhagia ("metrorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), nausea ("nausea"), fatigue ("fatigue"), abdominal pain ("right side of abdomen pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and blood loss anaemia (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and laparoscopic supracervical hysterectomy with). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and abdominal pain had resolved and the genital haemorrhage, metrorrhagia, nausea, fatigue, weight increased, dysmenorrhoea and blood loss anaemia outcome was unknown. The reporter considered abdominal pain, blood loss anaemia, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date was (B)(6) 2011 and in current pfs (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: result: total bilateral occlusion (as per pfs) both tubes appear occluded on the images provided (as per mr). Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: menorrhagia. Most recent follow-up information incorporated above includes: on 21-may-2019: pfs & mr received: case become incident. Event injury nos was replace with new events. Events added - pelvic pain, menorrhagia, vaginal bleeding, nausea, fatigue, weight gain, abdominal pain, genital bleeding , metrorrhagia, dysmenorrhea, anemia due to blood loss were added. Consumer address and reporters were added. Patients demographics and date of birth was added. Lot number was added. Outcome of events menorrhagia, vaginal bleeding, pelvic pain, abdominal pain were updated to recovered/resolved. Medical history, concomitant condition and concomitant drugs were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.